Event description:
Patient was implanted with invance sling on (B) (6) 2008. On (B) (6) 2010, pt reported that he was never dry, used 3-5 pads/day and that on (B) (6) 2010, he was implanted with ams 800 by a different physician. The physician told him the invance sling was "balled up" and not connected to pelvic bone on the right side. The sling was removed at this surgery.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. Serial number not provided for lot history review. Ams was unable to analyze the product since it was not returned. One attempt was made to verify if this event was a device failure or procedure related, no response by the physician. Unable to determine if there was a device malfunction based on info provided.